Manufacturer narrative:
The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was a missing component, the purge line connector to the auxiliary pressure transducer manifold.

Manufacturer narrative:
(B)(4). The customer reported the suspect enhanced patient monitoring (epm) assembly is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has received the suspect epm but the investigation is in progress and not yet complete.

Event description:
The customer reported an unresolved breath rate inaccuracy issue while in use with a patient on this avea ventilator. The customer reported no patient harm. The device trained customer reported internal physical damage to the enhanced patient monitoring (epm) assembly.